Event description:
The facility reported an infusion pump with a failure code 570. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10, 2007. Evaluation summary:the reported condition of failure code 570 which occurred on power up was confirmed in the event history by the baxter repair technician. Inspection of the device revealed depleted batteries with 78 discharges below alarm threshold. The main batteries were replaced, and the device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.